Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The information was received from health care provider via a manufacturing representative regarding a patient with l4 / 5 interverte bral disc herniation for spinal therapy. It was reported that the monitor became cloudy immediately after the start of the operation. Therefore, the product was changed to a different scope for dealing with it and the operation was performed. After the operation, it was said that there was a request for checking after returning whether the scope lens was dirty or there was a problem with the scope situation. There was less than 60 min delay in overall procedure time. There was no patient symptoms or complications as a result of this event.